Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the luer hub separated from the PICC line when removing the dressing. The patient's therapy was being discontinued. No patient harm reported. No medical intervention required. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one single-lumen PICC for evaluation. The catheter contained signs of use in the form of biological material in the extension line. Visual examination confirmed the catheter body was separated at the juncture hub. Microscopic examination revealed the separated surfaces were smooth and uniform. This damage is consistent with contact with sharps such a needle or scalpel. The total length of the catheter body measured to be 4.625", indicating at least 18.125" of the catheter was cut off and not returned per catheter product drawing. The outer diameter of the catheter body measured 0.05990", which is within specifications of 0.0580"-0.0610" per catheter extrusion graphic. The inner diameter of the catheter body measured 0.040", which is within specifications of 0.0390"-0.0420" per catheter extrusion graphic. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with the kit warns the user, "catheter should not be forcibly removed, doing so may result in catheter breakage and embolization. Follow institutional policies and procedures for difficult to remove catheter." The customer report of a separated catheter was confirmed through complaint investigation of the returned sample. The catheter body was separated at the juncture hub. The damage was consistent with contact with sharps. The sample passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the sample and description provided, unintentional user error (contact with sharps) caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the luer hub separated from the PICC line when removing the dressing. The patient's therapy was being discontinued. No patient harm reported. No medical intervention required. The patient's condition is reported as fine.